Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced high blood glucose levels up to 329 mg/dl. The customer speculated that this may have been caused by a cortisone injection. The customer delivered boluses via the pump. As the customer changed supplies and did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.